Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during systems set up, two thermogard xp ivtm systems displayed mid 09 error due to the leaking suk. Systems have not been connected to the patient. Customer was unable to clear the error. No known patient consequences or harm was reported. No additional information was provided. System 2 of 2. For the first system see MFR 3010617000-2017-01092.